Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the potassium port and line 26. The fse also stated that the electrolytes would not calibrate. The fse determined that the ise (ion selective electrode) flowcell was clogged with gel and replaced multiple parts due to the gel that was in the system. Failure mode of the leak and calibration issue is attributed to an obstruction in the ise flowcell caused by gel. Results: clogged ise flowcell. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the potassium port of the flowcell involving the unicel dxc 600 synchron system. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.